Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? The patient lost bloody but did not require a transfusion. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The patient was sent to itu post op and would have otherwise been sent to hdu. The patient is making a recovery and hoping to be sent o the ward by friday. How was the post-op bleeding identified? There was no post op bleed. The bleed was identified intra operatively. How many days postoperative was the bleeding identified? N/a. What was the total estimated blood loss (ml)? 400ml. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Tranexamic acid administered, tisseal and heamolock clips intra operatively. Was the bleeding intraluminal or extraluminal? Unsure. Describe what is meant by irregular shape? Malformed staples, not formed/ not closed correctly. Are there photos available for review? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open middle lobectomy. The pvs was fired on the pa branch, which was around 6mm in diameter. The proximal (patient side) of the artery started to ooze significantly. The staples that were delivered looked irregular in patches. The surgeon compressed the bleed for a period of 20 minutes but it was still oozing significantly and as a result, the surgeon had to suture the pa to control the bleeding.